Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer used the pump with saline. Contact reported that customer was very lean and a healthcare provider recommended for customer to try a different infusion set brand.